Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 15mm from its tip. There was a contact mark around the broken surface of the probe. This indicates that the non-insulated area and the probe came into contact. A crack was spreading from the contact mark. There is a contact mark on the grasping section. This indicates that the non-insulated area and the probe came into contact. The tissue pad was worn out. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Grasping section was closed without grasping anything while seal & cut mode was activated. (This includes after tissue resection) this might have caused the tissue pad to wear out. The tissue pad was worn out. This might have caused the non-insulated area and the probe came into contact. The output was activating in seal & cut mode while the non-insulated area of the grasping section was contacting the probe. This might have caused the probe to have a contact mark. A force to activate the output in seal & cut mode, or a force to grasp the tissue might have been applied to the probe. As a result, a crack was spreading form the contact mark. Some kind of force might have been applied to the probe causing it to break. The above device handling has warned in the instruction manual.

Manufacturer narrative:
One of the three devices used was returned to olympus medical systems corp. (Omsc). The probe was broken off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure for a patient with polycystic liver disease, three of the subject devices were used. Around two hours after the surgery began, the first device broke. The user changed the device to the second device but the second device broke around one hour of use. The intended procedure was completed with the third device. There was no patient injury reported. One of the three devices was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, omsc found that the probe was broken off.